Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right atrial (ra) lead had a rise in pacing impedances that was being oversensed by the respiratory rate trend (rrt) sensor however, the impedance measurement were high but within range. The rrt sensor was programmed off and it was noted that threshold values were stable. Boston scientific technical services recommended to increase the upper impedance limit and provided possible causes. This crt-d and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right atrial (ra) lead had a rise in pacing impedances that was being oversensed by the respiratory rate trend (rrt) sensor however, the impedance measurement were high but within range. The rrt sensor was programmed off and it was noted that threshold values were stable. Boston scientific technical services recommended to increase the upper impedance limit and provided possible causes. This crt-d and non-boston scientific ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.